Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the malfunction was duplicated and the lcd display was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.